Event description:
The ge oec 9800 fluoroscopy system made arcing sounds from the tube area, the tube cover was loose and the x-ray made a loud noise.

Manufacturer narrative:
A ge oec service rep investigated the issue and heat soaked the tube to try and abate the noise from the bearings. The hv candlesticks were cleaned and re-greased to prevent arcing, and the cover was repaired. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.